Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, patient was revised to addressed chronic infected left total hip arthroplasty, post irrigation and debridement, multiple medical comorbidities including marfan syndrome and ploysubstance abuse.. Operative notes indicated significant redness and swelling of the left hip, it was acute infection. Irrigation, debridement and ployethylene exchange and placement of antibiotic beads was then performed. There was a significant amount of serous appearing fluid in the subcutaneous tissues. The underlying interarticular portion of the joint showed obvious deep infection. Added cup and stem to capture the new allegation. Doi: (B)(6) 2016 (liner & head); doi: (B)(6) 2016 (cup & stem); dor: (B)(6) 2016 left hip. Please see (B)(4) left hip 1st revision.